Manufacturer narrative:
An ocd field engineer (fe) visited the site. A possible root cause was determined. The customer had placed a sample tube on board the analyzer with the cap on which lead to a probe crash resulting in a bent probe and a cracked wash station. Incident occurred as a result of user error. Provue malfunction did not occur. Information was not provided regarding possible result codes intended to prevent erroneous results from being reported. The operator detected the issue, preventing the possibility of erroneous results from being reported. A complaint review indicates incident has not recurred at the site post service.

Event description:
The customer reported that the probe on the ortho provue analyzer was bent and leaked fluid. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could leak to transfusion of incompatible blood. Erroneous test rests were not reported as a result of this incident.